Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 300 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, and further information was unable to be obtained.